Event description:
It was reported that during interrogation, the right ventricular (rv) lead displayed a high capture threshold and contributed to a bradycardia. Programming changes were made initially. The lead was re-positioned on (B)(6) 2025 and the previously noted bradycardia was resolved. There were no patient consequences.